Manufacturer narrative:
Evaluation summary: the analysis results showed that one instrument was returned with the articulations mechanism damaged and with no cartridge loaded. However, when tested for functionality with a test cartridge, the staples were noted to have the proper b-formation.

Event description:
It was reported that when the device was used during a gastric bypass, the device made a loud cracking noise and the staples penetrated the tissue but did not form. The procedure was completed with a like device. There was no patient consequence.